Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the cable was connected to the arctic sun 5000 and tried to use on the patient, the patient temperature was not displayed. When replaced the bladder temperature sensor and the cable with another one, it was confirmed that there was a problem with the product.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. The temperature cable was connected to pt1 of a test as5000 on one end and a test temperature simulator key on the other end. The test temperatures of 33, 37, and 39 degrees c were displayed in sequence on the as5000 pt1 section of the screen. The cable was put through a stress test to detect any opens or shorts in the cable or cable ends by means of twisting, bending, and stretching the cable while connected to the as5000. No opens or shorts were detected during all the stress tests applied. Simulated temperatures read consistent on the as5000 screen. Component scrapped. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when the cable was connected to the arctic sun 5000 and tried to use on the patient, the patient temperature was not displayed. When replaced the bladder temperature sensor and the cable with another one, it was confirmed that there was a problem with the product.